Event description:
While administering a vaccine the clinical assistant felt resistance when pushing the plunger. She was able to give the vaccine, but very slowly. About two hours later a nurse had the same issue when trying to prime a needle. FDA safety report ID# (B)(4).